Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 5 had failed. Customer tried to reboot the station, but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the customer informed that the issue had already been resolved by the customer prior to service intervention, therefore, no further repair actions were required. The system functioned as intended after customer resolved the issue.